Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of oct 01, 2023 found bolus deliveries of 0.1u at 00:01:07.000, 0.1u at 01:06:05.000, 0.075u at 02:01:07.000, 0.1u at 03:16:05.000, 0.025u at 04:21:05.000, 0.025u at 05:01:05.000, 0.1u at 06:01:07.000, 0.1u at 07:01:07.000, 0.025u at 08:06:03.000, 0.025u at 09:01:07.000, 0.3u at 10:33:32.000, 0.1u at 11:01:07.000, 0.1u at 12:01:07.000, 0.1u at 13:01:07.000, 0.025u at 14:06:05.000, 0.025u at 15:01:05.000, 0.1u at 16:21:09.000, 0.25u at 17:01:15.000, 0.025u at 18:01:05.000, 0.1u at 19:32:00.000, 0.075u at 20:16:09.000, 0.075u at 21:31:07.000, 0.2u at 22:01:13.000, 0.1u at 23:56:09.000 . Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case and pillowing keypad overlay. In summary, customer allegation for pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 52 mg/dl at the time of the event. The hypoglycemia was treated with food and the customer experienced symptoms such as mental confusion and fatigue. It was also reported that the pump was over delivering insulin and also had a mismatch of sensor glucose and blood glucose. Troubleshooting was performed and found that the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.